Manufacturer narrative:
On (B)(6) 2020, mentor received additional information from the patient¿s surgical pathology report. Diagnosis include: right breast capsule showing fibrosis and focal cystic change; left breast capsule showing fibrosis, granulomatous inflammation, foreign body type, and benign breast parenchyma. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture, capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent a breast augmentation revision with two 550cc smooth mentor memorygel breast implants has experienced postoperative bilateral rupture of implants and bilateral grade IV capsular contracture. Right implant rupture was discovered by mammogram and confirmed by ultrasound. As a result, the patient underwent explantation and replacement with 455cc smooth mentor memorygel breast implant, catalog # 3505455bc, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2020. Healthcare professional initially reported seroma along with rupture, however, upon explantation of the devices, it was observed that the patient suffered from grade IV capsular contracture and no seroma. This medwatch report is for the left-sided implant.

Manufacturer narrative:
On 14-apr-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experience a rupture in the breast implant and developed capsular contracture, experienced cyst and breast mass. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Capsular contracture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11-mar-2020, mentor became aware that the patient experienced left-sided breast mass and breast cyst. Patient also experienced pain and distortion due to excessive scar formation surrounding the implants. On 18-mar-2020, mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per the paperwork received with the device, the date of explantation has been updated to (B)(6) 2020. Manufacturer¿s reference number: (B)(4).